Manufacturer narrative:
A non-sterile orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several bends and kinks were found. The introducer was unzipped without damage. The support coil was inspected and no damages were found. The griper was found without damage, the embolic coil was still attached to the gripper and it was stretched. The embolic coil and the gripper were inspected under microscope. The embolic coil was found stretched and the gripper was not damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil-unraveled/stretched" was confirmed. The cause of the coil stretched could not be conclusively determined, however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility. Therefore, no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit mini complex fill 3.5x9 coil ((B)(4)) stretched during deployment/repositioning, pulled back again, and changed the orbit coil. The prowler select lp-es (mc) microcatheter ((B)(4)) tip kinked upon opening the package. The physician changed the prowler mc. The procedure was successfully done. After the event, the entire coil and delivery system was removed from the patient without any issues, and without the prowler lpes 45 degree (mc) microcatheter. During insertion or any other time, no resistance was met, and no additional force was utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the mc at all times. No damages were noticed after the mc was reshaped, and no kinks wee noted in the mc that may have contributed to the event. Other product used during case consisted of an envoy 6french, prowler lpes 45 degree and agility 10 soft guidewire. The target site was the a-com artery. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc) or microcatheter, and the coil remained attached the delivery system and is it going to be returned for analysis. The product was returned for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, the orbit mini complex fill 3.5x9 coil (637mf3509/15173616) stretched during deployment, pulled back again, and changed the orbit coil. The prowler select lp-es (mc) microcatheter (606s155fx/15461805) tip kinked. The physician changed the prowler mc. The procedure was successfully done.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit mini complex fill 3.5x9 coil (637mf3509/15173616) stretched during deployment/repositioning/pulling back again. After the event, the entire coil and delivery system was removed from the patient without any issues. The microcatheter remained at the target site position and the coil was still attached to the delivery system when removed from the patient. The target site was the anterior communicating (a-com) artery. During insertion or any other time, no resistance was met, and no additional force was utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the mc at all times. No damages were noticed after the mc was reshaped, and no kinks wee noted in the mc that may have contributed to the event. Other than the reported event, no other damages were noticed with any other section of the device including the coil and delivery system. A non-sterile orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several bends and kinks were found. The introducer was unzipped without damage. The support coil was inspected and no damages were found. The griper was found without damage, the embolic coil was still attached to the gripper and it was stretched. The embolic coil and the gripper were inspected under microscope. The embolic coil was found stretched and the gripper was not damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the coil stretched could not be conclusively determined, however neither the analysis nor the DHR indicate a relationship to the manufacturing process. Inspections are in place to prevent damaged devices from leaving from the facility. It is possible that clinical/procedural factors including aneurysm characteristics and device manipulation may have contributed. However, no conclusion can be made; therefore, no corrective actions will be taken at this time.